Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the physician could not insert/load the starclose se exchange sheath into the guide wire. A second starclose se was attempted with the same results. Hemostasis was achieved with manual compression, for an unspecified period of time. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device #2: the starclose se (part #14679-01, lot #890296h), is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device was found it was fully clip deployed. The absent of blood at the proximal end of the device indicates the device deployment was completed outside of the patients anatomy. The exchange sheath was not returned with the device for evaluation. During testing, a proxy dilator was inserted into a proxy sheath and then loaded over a proxy 0.03 inch guide wire. The guide wire and dilator were removed and the proxy sheath was attached to the clip applier without difficulty. Based on the exchange sheath not being attached to the clip applier with blood present the reported difficult to load the exchange sheath over the guide wire is confirmed. The starclose clip applier exchange system has 3 components a j-tip 0.035 inch guide wire, dilator and exchange system that allows introduction of the clip applier into the anatomy. The dilator in load into the exchange sheath for stability and rigidity and both are then loaded over the guide wire. After the sheath is placed in the anatomy the clip applier is then loaded onto the sheath. The exchange sheath is not intended to be loaded over the guide wire without the dilator missing this step would create difficulty during sheath loading. It was not reported whether or not this step was completed during the procedure; however, based on the incident description, returned components analysis and the testing results the probable root cause for the reported experience is due to incorrect technique/procedure. There was no manufacturing or quality issue detected. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this event.